Event description:
Complainant alleged that the clinicians administered three shocks to an 80 yr old male pt who weighed 105 pounds. They administered the first shock at 300 joules, then a second shock at 300 joules, and a third shock at 360 joules. The complainant indicated that during the admin of the three shocks, the pt had little movement and "did not lift". The complainant indicated that the pt had been down "maybe 15 mins" prior to being defibrillated. The pt was subsequently pronounced. The complainant indicated that the pt outcome was not as a result of the reported malfunction. When the device was returned to zoll for eval, the complainant indicated that a prior malfunction had occurred with this same device.